Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient suffered from a head bleed. Patient had a chronic driveline infection and also severe abscesses in abdomen. Several times they were tapped. Patient was off all anti-coagulation. Patient was found unresponsive at home and was unconscious during stay in hospital. Aicd was turned off and support was withdrawn.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.